Event description:
He was unconscious and that he was unresponsive to his mother who was trying to wake him up. His father tested his blood glucose with the adc device and got 71mg.cl. The fathet administered glucagon and the paramedics arrived and tested his blood sugar and received a 31mg/ result.